Manufacturer narrative:
The thermogard xp ivtm console (B)(4) was evaluated at the customer site and found fluid / moisture on the start-up kit (suk) airtrap sensor. This observed issue can cause or contribute to the report of the console not able to detect the airtrap. The suk airtrap sensor was cleaned and dried. The console was functionally tested with the suk used at the time of the event. The console passed all final testing criteria without any issue observed. No issue was found on the suk. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console (B)(4) on (B)(6) 2017 under (B)(4). An obstruction was found in the airtrap sensor, the issue was resolved after clearing the airtrap sensor of the obstruction.

Event description:
The hospital personnel reported that 2 hours into ivtm treatment, the thermogard console (B)(4) displayed an airtrap alarm. Upon inspection, fluid was observed on top of the airtrap tubing and in the airtrap sensor; however, no visible signs of leak on the start-up kit (suk) was observed. There was no noted change in the console's coolant level. Following this, another console and suk was used to complete the treatment. No known impact or patient consequence was reported.